Event description:
It was reported that upon opening implant box and removing sterile packaging it was noticed that the sterile seal was broken on both the inner and outer sterile container. The implant was flopping around freely within the container.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.